Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief and x-ray imaging that was taken revealed lead migration in the sacral area. Therefore, the patient underwent a lead revision procedure during which the leads were repositioned and the clik anchors were explanted and replaced with sutures. The patient was doing well postoperatively and their sacral pain had significantly improved. The explanted clik anchors will not be returned as they were not released by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7075732. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 29532517. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 29532517.